Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On an unknown date in another hospital, the patient underwent endovascular repair of a dissecting descending thoracic aortic aneurysm using gore® tag® thoracic endoprosthesis (item/lot numbers of this device are unknown). On (B)(6) 2017, the patient admitted to the hospital due to chest pain. An imaging revealed that the dissecting descending thoracic aortic aneurysm had enlarged due to a suspected proximal type I endoleak (amount of enlargement is unknown). The patient was implanted with a conformable gore® tag® thoracic endoprosthesis to repair the enlarged thoracic aortic aneurysm. The patient tolerated the procedure.